Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision: hip(s) to be revised: right; type of hip replacement product: asr xl; reason(s) for revision: unknown.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: unknown. Update: added hospital and revision reason. Received: (B)(6) (revision reason) 2013 and (B)(6) (hospital) 2013. Reason(s) for revision: pain update 25 jul 2017: updated date previously notified, date of implantation and complainant information( file handler). Updated on 28 jul 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.